Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified high readings on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced a loss of consciousness and was transported to the hospital. At the hospital, the customer had contact with a healthcare professional (hcp) who obtained a comparison reading of 16.30 mmol/l on the adc device compared to a reading of 2.90 mmol/l obtained on an hcp meter. When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 6 days. In addition, the hcp administered an unspecified infusion and a glucose infusion for treatment. There was no report of death or permanent impairment associated with this event.